Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported right side "deflation." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening curved on radius, wear abrasion and crease fold. Leak test and microscopic analysis was performed which identified, striated opening on anterior, radius and posterior, sharp opening on radius. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a striated opening on anterior, radius and posterior assessed, as surgical damage. A sharp opening on radius assessed, as an unidentified (tear) opening.

Event description:
Healthcare professional reported, right side "deflation". Device has been explanted.